Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan from (B)(6) alleging that their onetouch verio iq meter was reading inaccurately high. The patient claimed that they obtained blood glucose results of "17.0, 14.4 and 16.2 mmol/l" with the subject meter and within 30 minutes obtained blood glucose results of "9.2 and 10.0" on an accucheck compact plus meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The patient denied developing symptoms or receiving medical intervention due to the alleged issue. During troubleshooting the customer care advocate confirmed that the patient was using an approved sample site, that the patient was using the correct testing process and that the subject meter was set to the correct unit of measurement. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. The complaint is being ruled out as an adverse event because the patient did not allege any harm due to the alleged issue. However, their complaint is being reported as a malfunction because the results being compared exceed lifescan's specifications for precision testing.

Manufacturer narrative:
(B)(4): the test strips involved with this complaint were evaluated and the primary complaint was not confirmed, however an error 4 was observed during control solution testing. The meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.